Manufacturer narrative:
Insulin pump was received with case completely broken off, missing electronics, missing end cap, missing lcd window, damaged keypad overlay. Unable to perform the functional testing due to completely destruction of device.

Event description:
The customer reported via phone call that their insulin pump was lost. However, it was also reported that the customer found the insulin pump but was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer will be sending the insulin pump for analysis.